Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/2/2021 additional information: h6 h6 component code: g07002 no device returned additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? According to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a perineorrhaphy procedure on (B)(6) 2021 and suture was used. During the procedure, hte needle got detached from the suture during sewing intradermal in perineorrhaphy surgery. The needle fell into patient body and it failed to find it under ultrasonography. X-ray was performed and finally retrieved. The surgery was prolonged for 4 hours. The needle was discarded. There were no patient consequences reported. Additional information was requested.